Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that there was a system fault reporting an internal system malfunction. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare has determined that this record is a duplicate of ge healthcare complaint (B)(4) which was not reported because the malfunction of the anesthesia control board prevented use of the system. This event is not reportable. Ge healthcare has determined that this record is a duplicate of ge healthcare complaint (B)(4) which was not reported because the malfunction of the anesthesia control board prevented use of the system. This event is not reportable.